Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. This event is reported solely on the information provided by the customer. Multiple attempts were made to get the back and the device was not returned for evaluation. An investigation of similar complaints revealed that the most likely cause of the reported complaint is damage to the sensor receptacle, or pcba contamination issues. Other causes, such as corrosion, moisture damage, and wear and tear from repeated battery changes also a possibility that may have contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #: (B)(4).

Event description:
Customer reported the alarm does not sound. The date the issue was discovered is unknown and no patient incident or injury was reported.